Manufacturer narrative:
(B)(4). It could not be determined which clip detached from the leaflets; therefore, the lot number, exp. Date, and device manufacture date has been provided for both implanted clips: lot #: 80602u187, date of manufacture: 04-jun-2018, expiration date: 04-jun-2019; lot #: 80522u178, date of manufacture: 23-may-2018, expiration date: 23-may-2019. The devices were not returned for analysis. A review of the lot history record for all devices identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the complete clip detachment in this incident could not be determined. The reported embolism appears to be due to complete clip detachment. The reported patient effect of emboli is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip was surgically removed and discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip detached from the mitral valve and migrated. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 1-2. On (B)(6) 2018, the patient returned for their 30 day follow up appointment and remained asymptomatic; however, a static test chest xray was performed, showing that one of the clips may have migrated to the apex of the heart. The patient underwent a transesophageal echocardiography (tee) which confirmed the clip had detached from both leaflets and embolized. On (B)(6) 2018, the patient was sent to surgery. The embolized clip was removed. No additional information was provided.